Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 his adc freestyle libre sensor produced an error message, which prevented him from receiving a reading before eating breakfast. He then self-administered an unspecified amount of insulin without first receiving a glucose reading. He subsequently experienced hypoglycemia, lost consciousness, had a seizure and was transported to a hospital. Customer noted he was in a coma for approximately 90 minutes. At the hospital, a reading of 254 mg/dl was received on an unspecified hospital device and customer was treated with an intravenous infusion of insulin. Customer also reported a comparison reading of: hospital meter: 63 mg/dl vs unspecified device: ¿lo¿ (a reading under 40 mg/dl). It is unknown when this comparison was done or on what device the reading of ¿lo¿ came from. Attempts to clarify this and other details, have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported that on (B)(6) 2018 his adc freestyle libre sensor produced an error message, which prevented him from receiving a reading before eating breakfast. He then self-administered an unspecified amount of insulin without first receiving a glucose reading. He subsequently experienced hypoglycemia, lost consciousness, had a seizure and was transported to a hospital. Customer noted he was in a coma for approximately 90 minutes. At the hospital, a reading of 254 mg/dl was received on an unspecified hospital device and customer was treated with an intravenous infusion of insulin. Customer also reported a comparison reading of: hospital meter: 63 mg/dl vs unspecified device: ¿lo¿ (a reading under 40 mg/dl). It is unknown when this comparison was done or on what device the reading of ¿lo¿ came from. Attempts to clarify this and other details, have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.